Event description:
It was reported that the device was not ventilating. The device turned off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted no apparent physical damages. Functional testing: connected to 60 pounds per square inch (psi) and powered on using the settings the device was received with. Flow was observed before powering on the device. The device cycled after several attempts of gas connection and dumping confirming the complaint. A root cause was a faulty function switch however it is unknown what caused the malfunction. A device history record (DHR) showed no anomalies. Action: replaced function switch. Replaced MRI battery, sintered filter, and o-rings for the preventative maintenance (pm). Adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.

Event description:
Additional information received via email. The incident occurred while in use with patient. No adverse patient effects were reported by the customer.